Event description:
Baxter reported, "the spike of the transfer set was broken." The date of how long the set was in use is unknown. There was no pt injury or medical intervention associated with this incident according to baxter.